Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned. The stretched coils were confirmed. The failure to advance and entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to design, manufacturing, or labeling.

Event description:
It was reported that the procedure was to treat a previously stented, heavily calcified lesion in the mildly tortuous left anterior descending (lad) artery. The balanced middle weight (bmw) guide wire failed to cross the lesion due to interactions with the patient's anatomy. During withdrawal of the guide wire, it became caught in calcification and could not be removed. A guideliner was advanced in an attempt to disengage the guide wire from the calcium; however, this was not successful. A balloon dilatation catheter (bdc) was advanced over the guide wire and inflated multiple times to loosen the calcium around the guide wire, and the guide wire was able to be removed. After withdrawal, the guide wire tip was noted to be stretched. The procedure was successfully completed with a new guide wire, balloon angioplasty, and deployment of a stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.